Manufacturer narrative:
The mc was not re-shaped. During insertion, after the event, additional force was utilized to advance or remove the coil/delivery system. The target site was pcom. The aneurysm was saccular and measured 5.4 at the neck and neck to sac ratio was 1:1.2. Other than the reported event, no other damages were noticed with any other section of the devices. The procedure was completed with same like product. No further information was available. Additional information will be submitted within 30 days of receipt.

Event description:
During a procedure, while being used in the patient, the prowler-14 dmb j shape microcatheter kinked and the agility guidewire distal end stretched. There was no patient injury and the products will be returned for analysis. During the procedure, a little vasospasm occurred that was treated with nimodofin 0.5mg mixed with 100mg normal saline, but no cordis/codman product was associated with the event. Prior to inserting in the patient, the distal end of the agility guidewire was re-shaped with the wire-shaping device which is inside the package. No damages occurred after the guidewire was re-shaped. The kink in the microcatheter contributed to the agility distal tip stretching, and the event occurred during the initial insertion of the guidewire and microcatheter to the target site. A constant fluoroscopy was performed during insertion/delivery of the microcatheter/guidewire to the desire site and guiding catheter. The catheter was not damaged. After the event with the microcatheter (kink) and distal end stretched (guidewire), both devices were removed as a unit. An adequate continuous flush was maintained through the mc at all times.

Manufacturer narrative:
During a procedure while being used in the patient, the prowler-14 dmb j shape microcatheter kinked and the agility guidewire distal end stretched. The devices were removed as a unit with no patient injury. During the procedure, a little vasospasm thought possibly related to the noncordis/codman guiding catheter. This was treated with nimodofin 0.5mg mixed with 100mg normal saline. It was reported that no cordis/codman products were associated with this event. Prior to inserting in the patient, the distal end of the agility guidewire was re-shaped with the wire-shaping device which is inside the package. No damages occurred after the guidewire was re-shaped. The mc was not re-shaped. An adequate continuous flush was maintained through the mc at all times. A constant fluoroscopy was performed during insertion/delivery of the microcatheter/guidewire to the desire site and guiding catheter which was not damaged. The event occurred during the initial insertion of the guidewire and microcatheter to the target site. It was reported that the kink in the microcatheter contributed to the agility distal tip stretching; additional force was utilized to advance the device. Both devices were removed as a unit. The target site was a saccular posterior communicating (pcom) aneurysm which measured 5.4 at the neck with a neck to sac ration of 1:1.2. Other than the reported event, no other damages were noticed with any other section of the devices. The procedure was completed with same like product. No further information was available. Per concert medical report (B)(4): the part was intact at the bonds but had a coil stretch at the mid-joint, a kink and bend. These appear to the result of rough handling, where the deformation was caused by plastic deformation at specific locations of the guidewire. DHR review for lot 472510/324160 and 474063 /324178 was performed and found no nonconformities within the manufacturing process. The reported stretching of the distal tip of the agility guidewire was confirmed with analysis of the device. None of the bonds failed and the bent and kinked condition resulted from yield point of the stainless steel being exceeded during use. Based on the available information it appears that procedural factors including vessel characteristics, device manipulation, kinking of the microcatheter and forced advancement of the agility wire contributed to the stretching. The instructions for use warns to never advance, withdraw or auger the guidewire against resistance without first determining the cause of resistance under fluoroscopy as this may cause damage and/or fracture possibly resulting is distal tip separation. The device did not present any obvious indication of manufacturing defect or anomaly that could have contributed to the event as reported; procedural factors appear to have contributed. Therefore, no corrective actions will be taken.